Event description:
Information received indicates the right foot brake caster is not holding when in brake.

Manufacturer narrative:
The technician isolated the issue to the brake caster and a cracked caster support. He replaced the brake, the caster and caster support to repair the bed.